Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor" system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor" system. No batch number was provided by the customer, therefore no DHR/bhr review could be conducted. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that you observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (B)(4) to investigate the root cause and some mitigation actions are already being addressed. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 potential false positive results were obtained. The customer has declined to provide any additional information. (B)(4). The following information was provided by the initial reporter: it was reported that hey used they veritor and said they were getting more false positives and false negatives, then correct tests.